Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis and was part of the system revision. There were no additional adverse patient effects reported. The ICD was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed and again, normal device function was observed. A review of device memory noted the device had recorded three power resets that were most likely caused by the device being stored in low temperatures post explant and use of a magnet. Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests and exhibited normal device functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) exhibited infection with sepsis. A revision was performed and the ICD along with the right ventricular (rv) and right atrial (ra) leads were explanted. There were no additional adverse patient effects reported. The ICD was returned for analysis.